Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding this adverse event were unsuccessful. The device passed external visual inspection. The device passed photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. It is believed that the failure of this intra cochlear stimulator (ics) device was caused by a loss of hermetic seal, which was concluded by the residual gas analysis data. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The explanted device was returned to the company. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.